Event description:
Information received indicates the technician found the bed exit alarm is not functioning.

Manufacturer narrative:
The technician found the bed exit detection system assembly is not working on the left side rail. The technician replaced the bed exit detection assembly to repair the bed.